Event description:
It was reported that the compressor generated a low pressure alarm. There was no pt involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported compressor event regarding the generated low pressure alarm has been finalized. Information was received stating that the alarm was discovered during a routine check at the hospital. The compressor unit was investigated at the hospital by our field service engineer. The findings were that the unit was in need of a new pc board. After the compressor pc board was replaced, the unit passed all tests and was returned back to service. Information has been received stating that the replaced pc board was kept by the hospital. Investigation of the replaced part has therefore not been performed. The alarm "low pressure" is generated by the compressor if the unit is unable to hold the capacity of 30 1/min at 50 - 64 psi (350 - 450 kpa/3.5 - 4.5 bar).

Manufacturer narrative:
More info regarding the event and the exchanged goods has been requested for investigation. A supplemental medwatch will be submitted when the investigation has been finalized.